Manufacturer narrative:
B3. Date of event- used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge balloon catheter was selected for dilation. However, when tried to inflate it once, it failed to inflate and a hole in the balloon was noted. The procedure was completed with a different device. No patient complications were reported.